Manufacturer narrative:
Describe event or problem: it was not possible to match this event with any previously reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Moens, m., petit, f., goudman, l., de smedt, a., marien, p., ickmans, k., brouns, r. Twiddler's syndrome and neuromodulation-devices: a troubled marriage. Neuromodulation : journal of the international neuromodulation society. 2016. Doi: 10.1111/ner.12489 summary: the occurrence of twiddler's syndrome in subjects with neurostimulator devices is poorly understood and might be influenced by age, sex, bmi, use of medication or psychologic disorders. Reported events: twiddler's syndrome was diagnosed in case of clinical signs of device malfunction and radiological proof that the ipg/idd and/or the extensions/intrathecal catheter were rotated in a way that it provoked detachment or breakage proximally. Case 10 was a (B)(6) male who was treated with an idd (intrathecal drug delivery device) for chronic neuropathic pain. Six months prior to the onset of twiddler's syndrome, he initiated a restrictive diet resulting in sudden weight reduction of 15 kg and loss of subcutaneous tissue resulting in increased mobility of the idd. The patient experienced pain and opiate withdrawal syndrome. All patients underwent surgical revision and replacement of the catheter, followed by psychologic education and support to avoid recurrence of twiddler's syndrome. See attached literature article

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.